Event description:
Spoke with pt, she said that her medication is leaking out. She does not know for how long it was leaking since she just noticed it when her shirt is all wet. Pt does not think that the leak is coming from the IV infusion set (ph-21-7106-set, ext cadd m/m ii 60") but she thinks it's coming from the ultrasite valve connector (product code bu-csu-100-valve. Ultrasite). According to her, this is not the first time she experienced the leak coming out of the valve connector. Today maybe is the 2nd or 3rd time in about 1.5 months. She said she never had a problem when she was using the green cap (rym-5000 invision+ connector). It was only when we sent her the white cap (ultrasite) that she stated having this leak problem. Author asked if she feels like there's any change in her breathing due to the incident, she said that she feels fine and does not feel any different. Pt immediately replaced the infusion set, and this time she used the green invision cap to make sure that medication won't leak again. She primed her medication and started the pump. At first, pt thought the pump has stopped the infusion, however after waiting for a few mins, pt said that the pump is working fine and infusing the medication. Advised pt to call pharmacy if she is running out of the infusion set and connector on monday. Pt said she has enough until her next refill. Advised not to discard the ultrasite cap and infusion set in case, the MFR wants it back for investigation. Called pt back to get the lot number of the ultrasite cap that is defective, she said that she is not at home right now and so could not provide the info. No further info is known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Pt does not need replacement. Diagnosis or reason for use: pah.